Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse checked the system pumps and probes. The cse replaced reagent probe 1 and ran controls. The cause of the discordant ca_2 results is unknown. The cse verified that the system was properly functioning and successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium_2 (ca_2) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant ca_2 results were reported to the physician(s). Two samples were repeated on the same instrument, which also resulted falsely low. The samples were repeated on an alternate system, which resulted higher. The corrected ca_2 results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca_2 results.